Event description:
(B)(6). Initial report: this non-serious case from (B)(6) was reported by (B)(6) (local health authority) and forwarded by our local affiliate (B)(6). This case involves a pt (gender and age nos) who received treatment with poly-l-lactic (acid) on an unk date. Relevant medical history and concomitant medication info were not mentioned. On an unspecified date, the pt experienced an adverse drug reaction, but it was not informed the type of reaction that the pt presented with. The lot number of the poly-l-lactic acid that was used, was (B)(4). No further info was provided. Per our affiliate, this case is associated with cases (B)(6), which are all under investigation regarding mycobacterium contamination. Reporter's causality assessment: not provided. Additional info received on (B)(6) 2008: a ptc (pharmaceutical technical complaint) has been initiated: (B)(4).